Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "stuck key message". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "there was a stuck key message" was confirmed during product evaluation. The root cause of this condition was assigned to a user interface module keypad. The front bezel was replaced in order to correct the reported condition. This is involving a pump with software version 7.01.00 which is categorized as a colleague p1.7. A service history review revealed that this device was previously serviced for a similar problem. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.